Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: traveler 2.25, stent: xience alpine. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a heavily calcified, moderately tortuous, eccentric lesion in the atrioventricular node branch. After a xience alpine stent was implanted, the kissing balloon technique (kbt) was performed with a traveler rx 2.0 x 15 mm and a traveler rx 2.25 mm balloon catheter. Upon retraction of the balloon catheters, the traveler rx 2.25 mm was able to be removed without issue, but the traveler rx 2.0 x 15 mm was difficult to remove due to poor rewrap. The balloon was inflated twice at 10 atmospheres for 15 seconds. The stent implanted was confirmed to be completely deployed by intravascular ultrasound (ivus). There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The folded issue was confirmed; however, the difficulty to remove could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.